Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 45520. The product fault occurred before infusion and was not related to physical damage or abuse. There was no patient involvement and no patient harm.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, worn downstream occlusion (dso) seal, and worn upstream occlusion (uso) seal. The event history log confirmed multiple keypad locked errors occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be one key of the keypad was shorted. The keypad was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.